Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Tubing disconnected from orange safety connector with chemo.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of disconnecting from the orange connector could not be verified due to the product not being returned for failure investigation. A device history record review was not performed as the lot number is "unknown" for this complaint. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.